Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient was implanted with a blood sugar monitoring system a week ago from friday ((B)(6) 2025). The patient was unsure of the manufacturer of the blood sugar monitoring system. The patient inquired about the compatibility of the blood sugar monitoring system with their ins. The compatibility guidelines were reviewed with the patient and it was suggested that they reach out to the healthcare provider (hcp) for the blood sugar monitoring system and requested they call that manufacturer regarding the compatibility with their ins. The patient was also wondering if the addition of the blood sugar monitoring system could have contributed to "hard sensations" they had been having and a return of bowel symptoms. The patient reported that evening they had a "real hard sensation" at the groin that lasted throughout the night. The patient reported they felt the hard sensation again yesterday accompanied by several bowel movements. The patient stated they had one bowel movement today and the hard sensation had resolved. The patient confirmed they had not made any adjustments to the therapy prior to these symptoms coming on. The patient was advised to reach out to their managing hcp for guidance at this point as the symptoms had been resolving on their own without making any therapy adjustments. [Refer to sr 607624454 for details about the patient's blood sugar monitoring system (unknown manufacturer).]